Event description:
It was reported, the pt ((B)(6)) is experiencing intermittent stimulation. The ipg allegedly stops and starts sporadically. The frequency of these events reportedly varies to as much as 20 times per day. In an effort to resolve this matter, the magnet mode function for the pt's scs system was turned off. The results of this intervention method have not been provided to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.